Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted. Before the procedure the patient had a trace effusion which doubled in size after the procedure. During recovery the patient blood pressure started to drop and became hypotensive. Another echocardiogram was performed after the procedure and pericardiocentesis was performed. The physician drained 600ml of bright red blood out of the pericardial drain and a pericardial window was placed. The patient was admitted overnight and is expected to fully recover.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted. Before the procedure the patient had a trace effusion which doubled in size after the procedure. During recovery the patient blood pressure started to drop and became hypotensive. Another echocardiogram was performed after the procedure and pericardiocentesis was performed. The physician drained 600ml of bright red blood out of the pericardial drain and a pericardial window was placed. The patient was admitted overnight and is expected to fully recover. It was further reported that the patient required open-heart surgery.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
H6: impact code f19 surgical intervention added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted. Before the procedure the patient had a trace effusion which doubled in size after the procedure. During recovery the patient blood pressure started to drop and became hypotensive. Another echocardiogram was performed after the procedure and pericardiocentesis was performed. The physician drained 600ml of bright red blood out of the pericardial drain and a pericardial window was placed. The patient was admitted overnight and is expected to fully recover. It was further reported that the patient required open-heart surgery.